Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (342 mg/dl) the customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts) it was indicated that the customer did not go through the load sequence when replacing the cartridge earlier. Cts assisted the customer on the proper load sequence and the customer was able to successfully load a new cartridge.